Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer reported an elevated blood glucose level; however, the value was not provided. The customer was able to reload a cartridge successfully and, if needed, has manual injections and insulin pens available as alternate insulin therapy.